Event description:
The rptr indicated that their four year old device has had a poor track record and has required 5-6 repairs per year and still provides questionable results. Rptr complains that the co's tech rep drives 15 min across town to "service" the device, charging $600 in travel fees, and rather than do a diagnostic analysis they simply replace all of the tubing "just in case". For this "service" they charge no less than $1500. The rptr noted that the co has been prohibited from mfg any more devices and as a result their svc of sold products has declined horribly. As a result of these problems the physician affiliated pt lab has had difficulty obtaining a renewal of their clia accreditation due to inaccurate and unpredictable results.